Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in june of 2019. Evaluation of the returned instrument shows that the tips are loose and misaligned , and the jaw pivot pin is partially pushed thru one side of the damaged/bent outer tube assembly. This instrument was disassembled in order to evaluate internal components and it was found that the drive rod (n00185) is bent and the drive rod fingers are damaged in the area that actuates the jaws. (Pie's attached) we are able to validate this complaint. We are unable to determine how this instrument was handled at the end users facility or how the damage occurred to the inner drive rod (n00185) and outer tube assembly or the jaw pivot pin to become slightly pushed out of the bent/damaged outer tube assembly but mishandling at the end users facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the jaws of the applier was misaligned so that it failed to ligate during an operation. Also, the user found the pivot pin was loose so they stopped using it. As a result of search for any parts of the applier fallen in the cavity by diagnostic imaging unit, nothing remained. However, the user would like us to inspect if there are any parts missing in the applier. The applier was purchased by the hospital within 1 year.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws of the applier was misaligned so that it failed to ligate during an operation. Also, the user found the pivot pin was loose so they stopped using it. As a result of search for any parts of the applier fallen in the cavity by diagnostic imaging unit, nothing remained. However, the user would like us to inspect if there are any parts missing in the applier. The applier was purchased by the hospital within 1 year.